Manufacturer narrative:
Performed visual inspection on returned reader and returned cable. Extended investigation was performed and observed the cable to be damaged. The reader was de-cased and observed the usb port to be burnt. The returned battery was measured and the off-current was measured within specifications. The voltage produced by the reader is not enough to cause burn marks unless there is a short in the circuitry; however no issues or abnormalities were observed on the pcba of the reader, indicating that electric shock and excess power causing the melting of the reader could not have been produced under normal use conditions. The returned reader¿s device history record (DHR) was reviewed and no issues were observed on the reader prior to release. All manufacturing tests passed and were within specification prior to release. This issue is not confirmed.

Event description:
Customer reported their adc freestyle libre reader melted while it was charging. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their adc freestyle libre reader melted while it was charging. There was no report of death, serious injury, or mistreatment associated with this event.